Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was hospitalized due to high blood glucose (bg) and vomiting. Customers arrived at (B)(6) hospital on (B)(6) 2021 with a bg level of 1200 mg/dl and was immediately admitted to the intensive care unit (ICU). Reportedly, customer was not using the continuous glucose monitoring (cgm) system, incorrectly placed the infusion set, did not monitor bg values, and initially did not pay attention to the hyperglycemia symptoms. Reportedly, customer attempted to deliver boluses to resolve bg. At the hospital, customer was treated with ventilation, oxygen, and insulin drip. Customer left the hospital on (B)(6) 2021 with no permanent damage. A trainer met with the customer to educate on proper procedures.